Manufacturer narrative:
H6: conclusion code updated. The gore® excluder® aaa endoprosthesis was received by gore from the facility and an engineering evaluation was performed. The packaging materials were not returned and could not be evaluated. During investigation, it was confirmed that the deployment knob had been unscrewed from the delivery catheter, and a short length of deployment line had pulled out of the catheter. Visual examination showed the deployment line was intact and undamaged through the stitching of the sleeve. The deployment line loop had unlaced successfully from the third and sixth double stitch of the sleeve. It was observed that the two slip knots on the deployment line loop had the deployment line end pulled through it, creating a knot which prevented the sleeve stitches from unlacing. The deployment line end should not have been pulled through the slip knot of the deployment line loop. The findings from the evaluation were consistent with the reported procedural observations. The cause for the inability to deploy the stent graft was the deployment line was pulled through the slip knots on the deployment line loop creating a knot that prevented the sleeve from unlacing. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis and a non-gore manufactured stent graft to treat abdominal aortic aneurysm and left common iliac aneurysm. After the non-gore manufactured main body was deployed, the gore® excluder® contralateral leg component was advanced to its target location in the left limb. According to the report, the deployment line was pulled about 3-4 cm before becoming stuck. The line could not be pulled any further and the device did not deploy. It was reported that strong resistance was felt when the deployment knob was pulled, and ¿bowing¿ of the delivery catheter was reportedly noted. The physician decided not to implant the device, and withdrew the delivery catheter with the undeployed endoprosthesis from the patient. The physician used another device, and the procedure went forward to completion without any further reported complications. No adverse event to the patient was reported. The patient tolerated the procedure. The gore® excluder® aaa endoprosthesis has been returned to gore for analysis.